Event description:
It was reported that the filter moved 4 cm caudally within the patient and rests partially within the iliac vein. This was noted during a routine CT scan. The filter was successfully removed and it was determined another one was not needed.